Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the communicator was not holding a charge. Reviewed communicator battery light meaning. The patient mentioned they recently had their handset replaced. Walked caller through handset tutorial and pairing communi cator to new handset. Patient stated they charged ins to 100% this morning. Caller was able to connect to ins with handset. Caller saw por message on handset. Reviewed meaning of message. Caller was able to connect to ins and adjusted stimulation to a comfortable level. Troubleshooting resolved reported issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked if the cause of the por was due to the battery getting low they stated that yes, it was. When asked about the cause of the communicator not holding a charge they stated that it was unknown. They stated that the issue had been resolved. **MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event**